Event description:
Caller reported that the t:slim x2 pump battery was not charging, despite attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to let the pump battery deplete fully and return it to tandem. Tandem technical support confirmed shipping details and sent a replacement pump, advising the caller on necessary steps upon receiving the new device. The caller planned to contact their healthcare provider for backup insulin therapy.